Event description:
Related manufacturer reference number 3006705815-2022-17381. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances and x-rays showed that both leads had fractured. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report of high impedance ¿lead fracture¿ was confirmed. Analysis of the returned lead a found a kink on the outer tubing where all internal wires were broken. When aligning a lab slotted anchor to the kink the fractures are consistent with an overstress condition the lead was subjected to while still in vivo.